Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "exchange due to concern with the product." Device was explanted.

Event description:
Healthcare professional reported right side deflation and "exchange due to concern with the product." Device was explanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified: red particles on the surface shell. Fluids device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: h.6.